Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three weeks post implant of the patients implantable pulse generator (ipg), their right atrial (ra) lead was exhibiting high thresholds. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.